Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a broken antenna coil. The photographic imaging inspection confirmed broken antenna coil wires. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The residual gas analysis test results revealed nitrogen levels above the test limit. This device had broken antenna coil wires. A CAPA was implemented. In addition, this device had nitrogen that exceeded the test limit. Based on an assessment of the residual gas analysis test data, it is believed that this device was non-hermetic. Leak testing did not reveal any leaks. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.